Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Ultimately, the customer reverted to a alternate method of insulin therapy.

Event description:
It was reported that the t:slim x2 pump battery would not charge. A power source alert, specifically alert 07, was noted in the pump history. The customer was not using the tandem charging cable or wall adapter, opting for a third-party wall adapter instead. There was no adverse impact to the customer's blood glucose level. The customer attempted troubleshooting by leaving the wall adapter plugged into a working outlet for 30 consecutive minutes. However, due to a need to address her own low blood glucose level, she ended the call early and planned to follow up when possible.